Event description:
It was reported by the customer that they was alarming and upon inquiring further, it was discovered that they had been hospitalized. Customer advised to disconnect from pump. During troubleshooting, reservoir was reinserted into insulin pump and a manual prime was performed. Insulin exited tubing. Insulin pump did not alarm and customer was advised the device was functioning properly. Blood glucose level was 200 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump passed the unexpected restart error test. No alarms noted. Insulin pump monitored for several days and no unexpected iop test failure at 10:01am or display history failed on startup alarm noted. However, display history failed on startup alarm found in the alarm history file due to corrupted history file. Insulin pump received with cracked reservoir tube lip and minor scratches on lcd window.